Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at end-of-service level (eos) voltage, consistent with normal usage in high output settings. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable and asymptomatic.